Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose was 700 mg/dl and manual insulin injections were administered to address bg. Reportedly, customer changed the pump supplies and resumed pump therapy.